Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead became partially dislodged and was exhibiting unstable thresholds and inconsistent capture. The patient experienced syncope. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.